Manufacturer narrative:
UDI not available for this instrument at time of filing. A medtronic representative went to the site to test the equipment. The navigation system was scanned, checked and verified for inaccuracy. The accuracy was found to be ok. The hardware, software, and instruments passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced in the system

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac thoracolumbar procedure.. It was reported that when the site navigated on an imaging system spin, navigation was 2 mm off the skin in the sagittal view. There was no patient impact reported and a surgical delay of less than one hour.